Event description:
It was reported that two days after the implant procedure, the right ventricular (rv) lead had dislodged from the implant location and the patient was brought back in for surgical revision. During the procedure, failure to capture and sensing issues were noted from both the rv and right atrial (ra) leads. Both leads were disconnected from the device. To resolve the event, the physician elected to explant both the rv lead and the device. When the ra lead was connected to the new device, no abnormalities were observed. The rv lead and the device are expected to be retuned for analysis, but have not yet been received. The ra lead remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that two days after the implant procedure, the right ventricular (rv) lead had dislodged from the implant location and the patient was brought back in for surgical revision. During the procedure, failure to capture and sensing issues were noted from both the rv and right atrial (ra) leads. Both leads were disconnected from the device. To resolve the event, the physician elected to explant both the rv lead and the device. When the ra lead was connected to the new device, no abnormalities were observed. The ra lead remains implanted and in-service. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.